Event description:
It was reported that the patient underwent surgery on (B)(6) 2006 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic abdominal sacral colpopexy and laparoscopic tubal ligation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapsed and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary/bowel problems,fistulae, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).